Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter fell apart during insertion with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no.: 383516, batch no.: 9064799. It was reported that the IV catheter fell apart during insertion.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for evaluation but bd was provided with a photo of the defect. A review of the device history record was performed for the reported lot, 9064799, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that the needle was removed from the tip shield and the tip shield was still attached to the inserter. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without the physical sample available for testing a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the catheter fell apart during insertion with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: material no.: 383516 batch no.: 9064799. It was reported that the IV catheter fell apart during insertion.